Event description:
It is reported that the pt was revised in 2009 due to the stem loosening, osteolysis and pain. Implant date is unk.

Manufacturer narrative:
Eval summary - no product was returned for eval. Also, no x-rays and/or operative notes were returned for review. It is unk if the bias hip stem was used with cement fixation or press-fit fixation. The pt's height and weight are unk. Based on the above observations, the alleged event of stem loosening may have been due to one or a combination of the following mechanisms: misalignment of the femoral stem, extent of initial stem fixation and/or pt factors such as activity level and weight. Based on the available info a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation , the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.